Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The noise was reproducible during testing in the clinic. The electrode impedance was 142 ohms. The doctor is planning to program the system off and implant a transvenous system. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. The noise was reproducible during testing in the clinic. The electrode impedance was 142 ohms. The doctor is planning to program the system off and implant a transvenous system. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The noise was reproducible during testing in the clinic. The electrode impedance was 142 ohms. The doctor is planning to program the system off and implant a transvenous system. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.